Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, when attempting to charge the device to 200 joules, only charged to 150 joules and would not discharge, but when device was set to 300 joules it charged and discharged properly. The complainant indicated that there was no pt involvement in the reported failure.